Manufacturer narrative:
The reported events of loss of capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
During the initial implant procedure, loss of capture and increased pacing impedance were observed on the right ventricular (rv) lead. A new lead was selected and successfully implanted to resolve the evnet. The patient was in stable condition.